Manufacturer narrative:
Results: leica's on site investigation could not find any instrument fault that could have contributed to the event. Leica's review of the instrument logs indicates that the user reset bottle 11 as pure but they did not change the content of the bottle. The ipa concentration in the bottle was less than 92% and this would have re-introduced ethanol and water back into the processing and damaged the tissue. The customer confirmed that all tissue samples were diagnosed.

Event description:
The customer reported to leica microsystems of brittle and burnt tissue following processing on a peloris tissue processor.